Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of stored egms, the implantable cardioverter defibrillator exhibited myopotential oversensing. It was suggested during the call that the device be reprogrammed. No intervention was performed. Patient will continue to be monitored with routine follow-up.